Manufacturer narrative:
This report is for an unknown tfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2018, a patient underwent removal of a trochanteric fixation nail advance (tfna) nail that presented mobility after insertion in the primary surgery on (B)(6) 2018. In the surgery of (B)(6), in the step where the yellow guide sleeve is used in the assembling process, the scrub nurse realized that the piece was damaged. When it was time to insert the yellow drill sleeve, the drill didn¿t pass through. The guide couldn¿t be used so the surgeon had to insert a 32cm needle guide without the drill guide. When the doctor tried to insert the helical blade, it was not in the correct position and when wanted to block the blade it did not lock correctly. When removing the nail and the helical blade on (B)(6) 2018, both were damaged. The nail and the helical blade were replaced with new devices. Procedure was successfully completed with unknown surgical delay. Patient outcome is unknown. Concomitant devices: distal locking screws (part: unknown, lot: unknown quantity: 1). This report is for an unknown tfna nail. This is report 4 of 5 for (B)(4).

Manufacturer narrative:
Customer quality investigation: the following investigations were performed: damaged-visual appearance not as expected: device condition: visual inspection performed at customer quality on the returned device observed bent locking mechanism. Furthermore, the nail lock prong assembly head portion where the end caps mates was observed slightly stripped which could be the result of nail removal process. No further issues were noted. The complaint condition is confirmed. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint action. No ncrs were generated. Conclusion: a definitive root cause for the device damage and reported conditions could not be determined based on the provided information. However, it is possible that any unintended damage to locking mechanism during post-operative activities would have contributed to reported conditions. Also, the extreme bending and the per the direction of bending noted it is possible that the extreme bending could have occurred during removal process. This complaint is confirmed however no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot, manufacturing location: monument, manufacturing date: 22-dec-2017, expiration date: 01-dec-2027, part number: 04.037.044s, 10mm/130 deg ti cann tfna 235mm / right ¿ sterile, lot number: h530209 (sterile). This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: component parts were not reviewed because the reported complaint condition of ¿nail presented mobility after insertion¿ does not indicate breakage of the nail or any of its components. Therefore, a DHR review of the component materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device is not distributed in the united states, but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) tfna fem nail ø10 r 130° l235 timo15.

Manufacturer narrative:
There are no concomitant devices. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.